Event description:
As reported by our edwards (B)(4) affiliate, following removal of an 18fr expandable sheath (esheath), a left femoral artery dissection was noted on fluoroscopy. Vascular surgical repair was required. During the transfemoral tavr procedure, the ilio-femoral arteries were dilated and the 18fr esheath was introduced without complications. Balloon aortic valvuloplasty (bav) was successfully performed. A 26mm sapien xt valve and novaflex+ (nf+) delivery system (ds) were then advanced through the esheath. A significant amount of resistance, more than usual, was encountered while the valve passed through the esheath. The valve was successfully deployed with trace pvl. During the removal of the esheath, blood was noted to be coming from a lateral slit on the sheath. The access site was sutured and an angiogram showed a left femoral dissection. Many unsuccessful attempts were made to close the dissection. The patient developed acute ischemia of the left leg. The patient was sent to vascular surgery for repair, in stable condition. The access vessel minimal luminal diameter measured 8mm. The information regarding the vessel calcification and tortuosity was not provided.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a liner tear approximately 6.5 inches in length extending from the distal tip. A kink was also observed approximately 2 inches from the distal strain relief and multiple scratches were observed on the distal end of the sheath. The sheath shaft was expanded as designed. No other abnormalities were observed. Dimensional analysis was performed on the liner wall thickness on one side of the liner tear. All measurements met specification. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for resistance with the delivery system could not be confirmed. Functional testing could not be performed due to the condition of the returned esheath. The complaint of the torn liner was confirmed; however no manufacturing non-conformances were identified in the returned esheath. Available information suggests that procedural or patient factors may have contributed to the event. In this case, the exact cause of the femoral artery dissection cannot be confirmed. It is possible that calcification and/or tortuosity not appreciable on imaging, or device manipulation, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03337.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the femoral artery dissection cannot be confirmed. It is possible that calcification and/or tortuosity not appreciable on imaging, or device manipulation, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.